Event description:
It was reported that during a gastrectomy procedure, the device locked out. The tissue pad came off and an error code occurred. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.